Event description:
Customer reported pin 3 on accu-chek inform meter is greenish-black. No adverse event reported. Accu-chek customer care service center sent new meter to the customer and return requested.